Event description:
On (B)(6) 2018, an infant with history of multiple cardiac surgeries including an aortic homograft, underwent a redo operation. During a lengthy operation, a 15mm masters mechanical heart valve was implanted. Post-operatively, the patient developed thrombus on one leaflet. Despite medical management eventually both leaflets developed thrombi and the patient expired on (B)(6) 2018.

Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, an infant with a history of multiple cardiac surgeries including an aortic homograft, underwent a redo operation. During a lengthy operation, a 15mm masters mechanical heart valve was implanted. The patient¿s inr level was above 3.0 and the patient was maintained on anticoagulation post implant. Post-operatively, the patient developed thrombus on one leaflet. Despite medical management eventually both leaflets developed thrombi and the patient expired on (B)(6) 2018.